Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the large suturecut needle driver had a torn cable. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the site was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.